Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient began treatment for the peritonitis with cephalosporin injection (dose, route, frequency, and duration were not reported). Dianeal therapy was withdrawn during the treatment. At the time of this report, the patient was recovered from this peritonitis event. No further detail was provided regarding whether dianeal therapy was re-initiated. No additional information is available.